Manufacturer narrative:
Extension model 37081 lot# njb032250v explanted: (B)(6) 2011; extension model 37081 lot# njb032249v explanted: (B)(6) 2011.

Event description:
The patient's implantable neurostimulator (ins) eroded through his skin. His ins pocket had been sore for quite some time. He was admitted to the emergency room and the system was explanted. No infection was seen in the ins or lead site. The health care professional noted that the patient was a brittle diabetic and this was the cause of the erosion. The patient recovered and no further issues were reported. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the neurostimulator model 37712 (B)(4) found no significant anomaly. The battery was overdischarged and permanently damaged. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the last recorded recharge session done while the device was implanted was on (B)(6) 2009. The device was recharged for 38 minutes. The battery charged from 3.555v to 3.710v. The parameter trend diagnostic section of the trace report shows patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2009. Analysis of the lead model 39565-30 lot# n147741001 found no significant anomaly. The lead body had been cut through. The product was segmented. Analysis of the extensions model 3708140 (B)(4) and (B)(4) found no significant anomaly. The extension bodies were cut through. The products were segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.